Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that a system displayed a message code during a procedure. The procedure was completed. The patient experienced corneal edema and eye inflammation. Additional information has been requested but none has been received.

Manufacturer narrative:
The footswitch was received for evaluation. A visual assessment of the returned sample revealed no nonconformities. The footswitch was paired with a calibrated system successfully. The footswitch was then tested on the footswitch tester and was found to meet specifications. The bottom plate of the footswitch was removed and visually inspected. No nonconformities were observed. The footswitch and system were examined and were found to meet specifications. Therefore, the root cause of the reported event(s) cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
New information received from the customer stating the event resolved with treatment. Corticoids eye drops increased and corticoid ointment applied at night there was no unplanned surgical intervention required

Manufacturer narrative:
The company representative tested the system and the footswitch but did not indicate if the reported event was able to be to replicated and/or confirmed. However, the footswitch was replaced. The system was tested and was found to meet specification without a problem. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 12, 2015. Based on qa assessment, the product met specifications at the time of release. The product was found to meet specifications. Therefore, the root cause of the reported event(s) cannot be determined conclusively. (B)(4).